Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that upon explant corrosion was seen on the nail. No patient adverse event was reported.

Manufacturer narrative:
The device was returned for visual inspection. And revealed that there was corrosion. Functional testing is not applicable due to the reported issue. Review of device history records reveal that the rod was visually inspected and functionally tested prior to release.

Event description:
No additional information provided.